Event description:
Customer reported an issue with the dpm central station, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system and identified an issue with the system's ambulatory telepacks. Corrections included replacing the telepacks.